Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and found the hard drive needed to be replaced, but no conclusion can be drawn as further repair information is not available. The customer declined replacement of the hard drive.